Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation. It was reported that during the preparation of the clip delivery systems (cds), bubbles was observed coming out of the system while holding the distal end higher than the proximal of the cds and translating the handle in a slow movement. It was noted that once the distal end was the same level as the proximal, bubbles stopped appearing. The cds was used and implanted there were no adverse patient effects and no clinically significant delay in the procedure.